Manufacturer narrative:
EXEMPTION NUMBER E2016006, THIS REPORT SUMMARIZES 279 DEATH EVENTS. COLUMN A INDICATES WHETHER AN EVENT IS A NEW EVENT OR FOLLOW-UP. COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G., IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN 3 ULTRA VALVE). ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY. AS SAPIEN 3 ULTRA IS APPROVED FOR USE WITH BOTH THE AXELA AND ESHEATH, BOTH SHEATHS ARE LISTED IN COLUMN M. ANY LINE ITEMS HIGHLIGHTED IN YELLOW INDICATE A DISCREPANCY IN THE REGISTRY DATA; EXAMPLE: ¿EVENT DATE¿ PRIOR TO ¿IMPLANT DATE¿.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORTING (ASR) ADVERSE EVENT SUBMISSION FOR NOVEMBER 15TH, 2019 DATA EXTRACT FOR DEATH FOR THE SAPIEN 3 VALVE.

Manufacturer narrative:
EXEMPTION NUMBER E2016006, THIS REPORT SUMMARIZES 279 DEATH EVENT.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;4104535,I,D,19,Edwards SAPIEN 3,9600TFX29,2993;4610554,I,D,657,Edwards SAPIEN 3,9600TFX20,2993;4610554,I,D,660,Edwards SAPIEN 3,9600TFX20,2993;4931944,I,D,77,Edwards SAPIEN 3,9600TFX23,2993;4955999,I,D,30,Edwards SAPIEN 3,9600TFX23,2993;4961652,I,D,121,Edwards SAPIEN 3,9600TFX29,2993;5042908,I,D,1,Edwards SAPIEN 3,9600TFX20,2993;5065884,I,D,302,Edwards SAPIEN 3,9600TFX23,3190;5208691,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;5221478,I,D,27,Edwards SAPIEN 3,9600TFX26,3190;4948191,I,D,288,Edwards SAPIEN 3,9600TFX23,3190;4948191,I,D,275,Edwards SAPIEN 3,9600TFX23,3190;5427205,I,D,101,Edwards SAPIEN 3,9600TFX20,2993;1477438,I,D,28,Edwards SAPIEN 3,9600TFX20,2993;3826411,I,D,-1218,Edwards SAPIEN 3,9600TFX29,2993;3919014,I,D,12,Edwards SAPIEN 3,9600TFX29,3190;3939115,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;3939115,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;3939115,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;3939115,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4825482,I,D,43,Edwards SAPIEN 3,9600TFX23,3190;4825482,I,D,120,Edwards SAPIEN 3,9600TFX23,3190;4970144,I,D,352,Edwards SAPIEN 3,9600TFX29,2993;4990698,I,D,267,Edwards SAPIEN 3,9600TFX29,2993;5099196,I,D,104,Edwards SAPIEN 3,9600TFX23,3190;5107104,I,D,174,Edwards SAPIEN 3,9600TFX20,3190;5190666,I,D,164,Edwards SAPIEN 3,9600TFX23,3190;5356454,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5359363,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5411762,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5411762,I,D,1,Edwards SAPIEN 3,9600TFX29,3190;5413066,I,D,4,Edwards SAPIEN 3,9600TFX29,2993;5415829,I,D,57,Edwards SAPIEN 3,9600TFX23,3190;5452345,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5452345,I,D,1,Edwards SAPIEN 3,9600TFX26,3190;5452918,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5452918,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5453653,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5461217,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5508530,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5513734,I,D,6,Edwards SAPIEN 3,9600TFX23,2993;5516633,I,D,67,Edwards SAPIEN 3,9600TFX23,2993;5516725,I,D,148,Edwards SAPIEN 3,9600TFX23,3190;5523354,I,D,3,Edwards SAPIEN 3,9600TFX29,2993;5577221,I,D,8,Edwards SAPIEN 3,9600TFX26,2993;5577221,I,D,8,Edwards SAPIEN 3,9600TFX26,3190;5578162,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5579491,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5579491,I,D,1,Edwards SAPIEN 3,9600TFX26,3190;5579491,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5581792,I,D,3,Edwards SAPIEN 3,9600TFX26,2993;5582016,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5584640,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5585788,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5585788,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5585788,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5585817,I,D,4,Edwards SAPIEN 3,9600TFX23,2993;5585867,I,D,8,Edwards SAPIEN 3,9600TFX26,2993;5587258,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5591053,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5591530,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;5591701,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;5593102,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5593102,I,D,2,Edwards SAPIEN 3,9600TFX26,3190;5593535,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5593535,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5593535,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5593773,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5594236,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5594236,I,D,1,Edwards SAPIEN 3,9600TFX26,3190;5594236,I,D,2,Edwards SAPIEN 3,9600TFX26,3190;5594290,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5594585,I,D,45,Edwards SAPIEN 3,9600TFX23,2993;5595127,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5595127,I,D,12,Edwards SAPIEN 3,9600TFX26,3190;5595265,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5596255,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;5596255,I,D,2,Edwards SAPIEN 3,9600TFX20,2993;5596255,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;5596255,I,D,2,Edwards SAPIEN 3,9600TFX20,3190;5597896,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5597896,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5597896,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5600401,I,D,4,Edwards SAPIEN 3,9600TFX29,2993;5600401,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5600957,I,D,7,Edwards SAPIEN 3,9600TFX26,3190;5601611,I,D,4,Edwards SAPIEN 3,9600TFX26,2993;5602829,I,D,3,Edwards SAPIEN 3,9600TFX26,2993;5603868,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5604066,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5607062,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5607062,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5608270,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5608270,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5608662,I,D,5,Edwards SAPIEN 3,9600TFX23,3190;5609434,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5609491,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5609491,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5609491,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5609491,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5612774,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5612950,I,D,3,Edwards SAPIEN 3,9600TFX23,3190;5614297,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5614297,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5614348,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;5614348,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5614348,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5614531,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5614531,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5614531,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5616027,I,D,5,Edwards SAPIEN 3,9600TFX23,2993;5616027,I,D,3,Edwards SAPIEN 3,9600TFX23,2993;5616027,I,D,5,Edwards SAPIEN 3,9600TFX23,3190;5616905,I,D,31,Edwards SAPIEN 3,9600TFX23,2993;5617401,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5617401,I,D,31,Edwards SAPIEN 3,9600TFX26,3190;5630114,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5630472,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5635130,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5635866,I,D,6,Edwards SAPIEN 3,9600TFX29,2993;5636321,I,D,14,Edwards SAPIEN 3,9600TFX29,2993;5636869,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5637359,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;5637359,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5637359,I,D,1,Edwards SAPIEN 3,9600TFX26,3190;5637359,I,D,2,Edwards SAPIEN 3,9600TFX26,3190;5637776,I,D,15,Edwards SAPIEN 3,9600TFX26,3190;5639161,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5643322,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5643330,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5643391,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5643391,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5643391,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5643391,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5643391,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5644450,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5644961,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5644961,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5644961,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5646805,I,D,4,Edwards SAPIEN 3,9600TFX26,3190;5647250,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5647250,I,D,1,Edwards SAPIEN 3,9600TFX23,3190;5647958,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5647958,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5648339,I,D,28,Edwards SAPIEN 3,9600TFX29,3190;5648339,I,D,28,Edwards SAPIEN 3,9600TFX29,2993;5648339,I,D,19,Edwards SAPIEN 3,9600TFX29,3190;5649167,I,D,16,Edwards SAPIEN 3,9600TFX29,2993;5649167,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5649167,I,D,10,Edwards SAPIEN 3,9600TFX29,3190;5649863,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5649863,I,D,23,Edwards SAPIEN 3,9600TFX23,2993;5649863,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5650274,I,D,5,Edwards SAPIEN 3,9600TFX26,2993;5650274,I,D,5,Edwards SAPIEN 3,9600TFX26,3190;5654080,I,D,6,Edwards SAPIEN 3,9600TFX26,2993;5654345,I,D,0,Edwards SAPIEN 3,9600TFX20,3190;5654345,I,D,0,Edwards SAPIEN 3,9600TFX20,3190;5654345,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;5654345,I,D,0,Edwards SAPIEN 3,9600TFX20,3190;5655113,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5655113,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5655113,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5655113,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5656295,I,D,11,Edwards SAPIEN 3,9600TFX29,2993;5656295,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5656295,I,D,1,Edwards SAPIEN 3,9600TFX29,3190;5657467,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5657467,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5657467,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5657708,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5657708,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5659009,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5659009,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5659009,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5659200,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5659200,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5659200,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5659665,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5660663,I,D,2,Edwards SAPIEN 3,9600TFX26,3190;5661953,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5661953,I,D,16,Edwards SAPIEN 3,9600TFX23,3190;5662237,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5664896,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5664896,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5667780,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;5668454,I,D,3,Edwards SAPIEN 3,9600TFX26,2993;5668653,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5668653,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5668653,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5669603,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5669603,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5669603,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5669603,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5669918,I,D,47,Edwards SAPIEN 3,9600TFX20,3190;5670263,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5670492,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5670492,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5671234,I,D,2,Edwards SAPIEN 3,9600TFX26,3190;5671234,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5671302,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5672256,I,D,18,Edwards SAPIEN 3,9600TFX23,2993;5673440,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5673440,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5673440,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5676667,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5676667,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5677375,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5677932,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5698800,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5702577,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5702577,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5702577,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5702577,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5704117,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5704117,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5704117,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5707374,I,D,1,Edwards SAPIEN 3,9600TFX29,3190;5708079,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5708079,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5708079,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5710321,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5711512,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5711512,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5711512,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5711512,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;5711512,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5711512,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5711512,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5711512,I,D,2,Edwards SAPIEN 3,9600TFX26,3190;5711646,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5711646,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5711646,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5712922,I,D,4,Edwards SAPIEN 3,9600TFX26,2993;5724419,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5724419,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5724719,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5724719,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5724719,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5724719,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5724782,I,D,2,Edwards SAPIEN 3,9600TFX23,2993;5724782,I,D,18,Edwards SAPIEN 3,9600TFX23,2993;5724782,I,D,7,Edwards SAPIEN 3,9600TFX23,3190;5727453,I,D,42,Edwards SAPIEN 3,9600TFX26,3190;5727453,I,D,15,Edwards SAPIEN 3,9600TFX26,3190;5727832,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5727832,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5729840,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5729942,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5729942,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5729971,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;5733325,I,D,16,Edwards SAPIEN 3,9600TFX26,2993;5736615,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5736615,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5736615,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;4610554,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4610554,I,D,3,Edwards SAPIEN 3,9600TFX26,2993;5602586,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5602586,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5602586,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5604734,I,D,8,Edwards SAPIEN 3,9600TFX29,2993;5604734,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5604734,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5604734,I,D,8,Edwards SAPIEN 3,9600TFX29,3190;5646955,I,D,1,Edwards SAPIEN 3,9600TFX29,3190;5699046,I,D,2,Edwards SAPIEN 3,9600TFX29,3190;5712458,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4695889,S,D,170,Edwards SAPIEN 3,9600TFX23,3190;4753058,S,D,1,Edwards SAPIEN 3,9600TFX26,2993;2768121,S,D,98,Edwards SAPIEN 3,9600TFX26,3190;4974380,S,D,54,Edwards SAPIEN 3,9600TFX26,2993;5008139,S,D,49,Edwards SAPIEN 3,9600TFX26,3190;5008139,S,D,65,Edwards SAPIEN 3,9600TFX26,3190;5049360,S,D,84,Edwards SAPIEN 3,9600TFX26,3190;5384681,S,D,194,Edwards SAPIEN 3,9600TFX26,3190;5497873,S,D,30,Edwards SAPIEN 3,9600TFX23,3190;5502516,S,D,23,Edwards SAPIEN 3,9600TFX23,2993;5566447,S,D,0,Edwards SAPIEN 3,9600TFX26,3190;4983673,S,D,105,Edwards SAPIEN 3,9600TFX29,3190